Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition and with 2 malformed clips jammed in jaws. In an attempt to replicate the reported incident, the clips were removed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 18 clips as intended. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the clips quit closing after being fired. It is unknown how the case was completed. No patient consequences were reported. This is all the information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.